Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was unknown. The customer attempted to fill the reservoir with insulin, but they were filled with air. The customer was educated on how to de-gas the insulin vials and fill the reservoir. She state there were some bear foam bubbles in the vial. The customer also mentioned she normally moves the plunger rod of the reservoir up and back a few times prior to filling it with air. The customer was educating on pulling and pushing the plunger rod. The device will not be returned for analysis.